Event description:
The trans par plana virectomy procedure was started. After the start of the case, the foot pedal would not activate. Trouble shooting guidelines for the foot pedal were followed with no success. The surgeon cancelled the procedure and the eye was closed. A foot pedal was then borrowed from another institution and the procedure was completed later in the day. Patient was stable after the procedure was completed.